Manufacturer narrative:
The evaluation revealed the trochanteric nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The implant was documented as faultless prior to distribution and appeared being undamaged on received picture. An inspection was not possible because neither the implant nor x-rays were available. General aspects: one requirement for successful nail treatment is a timely bone healing in order to relive the nail over the progressing time of implantation. In this case the patient had allegedly been revised due to pain. During review of manufacturing documents it turned out that the nail¿s expiry date was in end of december 2012. Pre-supposing the item had not been reprocessed it was suggested the nail had been implanted prior to 2013 which consequently leads to a period of implantation of more than (at least) 6 months. The initially treated bone fracture was not specified ¿ thus, it could not be determined if the used nail was suitable for this indication. As no medical records were presented the course of bone healing could not be verified in this case. As a prosthesis was chosen as revision implant it is very likely that the treating surgeon did not expect sufficient bone healing in future ¿ which leads to the suggestion that bone healing was already impaired during the nail¿s implantation period. Non-unions can have several reasons, i.e. Poor fracture reduction, boor bone quality, poor blood supply, bone diseases. Non-unions are listed as adverse effects in the IFU. Based on the given information, the case is attributed to patient¿s condition; a relationship to the implant can be excluded because no product deficiency was reported nor was a deficiency visible on received image. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There were no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. With given information a deficiency of the device was not verified.

Event description:
Patient complained of hip pain. Hip was converted to a cemented accolade psc cup 36 liner , biolox head.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Patient complained of hip pain. Hip was converted to a cemented accolade psc cup 36 liner , biolox head.